Event description:
The reporter stated that on the day of the event, a new 60cc bd syringe was prepared containing 7000 units of heparin and placed into I-med delivery chamber. The infusion was started at 1630 on an ECMO-supported pt. At 1820, the I-med alarmed and the syringe was empty. It was noted that the buttress(handle) end of the plunger had slipped off the delivery arm. It was believed that the syringe contents had been sucked into the circuit on the negative side of the roller clamp and raceway.